Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received fifteen appropriate treatments and a non-lifevest defibrillation. The device was started up at 18:04:09 on 2/29/2024. At 18:38:24, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm with pvcs degrading to vf. At 18:39:01, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 60 bpm with pvcs. At 18:39:32, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 60 bpm with nsvt. At 18:44:56, an arrhythmia was detected. ECG shows vf. At 18:45:28, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf with a pause. At 18:46:53, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with pvcs/nsvt. At 18:47:25, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 290 bpm self-terminating to sinus bradycardia @ 50 bpm with nsvt. At 18:49:06, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with unconducted p waves. At 18:52:34, an arrhythmia was detected. ECG shows vf. At 18:53:05, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 240 bpm. At 18:53:39, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 90 bpm with pvcs and motion artifact. At 18:55:39, an arrhythmia was detected. ECG shows vf. At 18:56:32, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 90 bpm with pvcs. At 18:58:40, an arrhythmia was detected. ECG shows vf. At 18:59:10, the patient received the tenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 18:59:42, the patient received the eleventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 19:00:12, the patient received the twelfth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs/nsvt. At 19:02:37, an arrhythmia was detected. ECG shows vf. At 19:03:08, the patient received the thirteenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 19:03:45, the patient received the fourteenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus tachycardia @ 100 bpm. At 19:05:59, an arrhythmia was detected. ECG shows vf. At 19:06:51, the patient received the fifteenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 19:06:55, the patient received the non-lifevest defibrillation. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 250 bpm degrading back to vf. The device was shut down at 20:04:44 on 2/29/2024.

Manufacturer narrative:
The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open r781 resistor could not be positively identified. An open r781 resistor is typically consistent with an external non-lifevest defibrillation. In this event, the patient received a non-lifevest defibrillation. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vf rhythm on the date of event. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received fifteen appropriate treatments and a non-lifevest defibrillation. The device was started up at 18:04:09 on (B)(6) 2024. At 18:38:24, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm with pvcs degrading to vf. At 18:39:01, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 60 bpm with pvcs. At 18:39:32, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 60 bpm with nsvt. At 18:44:56, an arrhythmia was detected. ECG shows vf. At 18:45:28, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf with a pause. At 18:46:53, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with pvcs/nsvt. At 18:47:25, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 290 bpm self-terminating to sinus bradycardia @ 50 bpm with nsvt. At 18:49:06, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with unconducted p waves. At 18:52:34, an arrhythmia was detected. ECG shows vf. At 18:53:05, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 240 bpm. At 18:53:39, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 90 bpm with pvcs and motion artifact. At 18:55:39, an arrhythmia was detected. ECG shows vf. At 18:56:32, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 90 bpm with pvcs. At 18:58:40, an arrhythmia was detected. ECG shows vf. At 18:59:10, the patient received the tenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 18:59:42, the patient received the eleventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 19:00:12, the patient received the twelfth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs/nsvt. At 19:02:37, an arrhythmia was detected. ECG shows vf. At 19:03:08, the patient received the thirteenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 19:03:45, the patient received the fourteenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus tachycardia @ 100 bpm. At 19:05:59, an arrhythmia was detected. ECG shows vf. At 19:06:51, the patient received the fifteenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 19:06:55, the patient received the non-lifevest defibrillation. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 250 bpm degrading back to vf. The device was shut down at 20:04:44 on (B)(6) 2024.